Event description:
Patient presented to the physician with an infection at the ipg site and boil at the neck incision. Physician brought the patient into the or and performed an antibiotic wash at the ipg and placed a drain at the ipg. Physician opened and flushed the boil with antibiotics.

Event description:
Patient presented back to the physician with mycobacterium smegmatis infection and is unknown if it is related to inspire. Physician brought the patient into the or and removed the entire inspire system. Physician placed the patient on IV antibiotics for 6 to 8 weeks and then will transition patient to oral antibiotics for the next 6 months.